Event description:
While performing a function check, the technician noticed the head section was not rising.

Manufacturer narrative:
The tech tried a new valve and coil and the issue remained. The tech installed a new hydraulic power unit to repair the bed.